Event description:
Complainant alleged that while monitoring the heart rhythm of a pt, the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that subsequent testing of the device was not able to duplicate the malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to the device's battery was not at full capacity.